Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Event description:
Discordant glucose results were obtained on an advia 1800 and reported to healthcare providers for about fifty pts. The samples were subsequently rerun and corrected reports were issued. There were no reports of pt intervention or adverse health consequences due to the discordant glucose results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (dop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that several issues contributed to the discordant glucose results. The fse installed new seals in the dilution discharge pump (cop), cleaned buildup in the dilution mixer, unclogged the large vacuum nozzles and lines in the dilution washer (dwud) and reaction washer (wud), and replaced the dilution aspiration pump (dip) and wud port 5 nozzle. The instrument is performing within specifications. No further eval of the device is required.